Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no pt injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for evaluation. The evaluation experienced the reported symptom of "system error 322", caused by a failed upper hook switch. The upper auxiliary was replaced.